Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 24 mg/dl. Customer¿s other blood glucose was 146 mg/dl. The customer treated with the food and glucagon shot. Troubleshooting was done for low blood glucose and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did allege pump was over delivering. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).act.

Event description:
It was stated that the customer woke up with low blood glucose of 24 mg/dl after going to sleep with blood glucose of 146 mg/dl. Customer was treated with a glucagon shot and food. The customer reported that the insulin pump reverted to a higher basal rate. It was reported that it was the third time that the pump defaulted to a different basal rate. The customer did not believe that the insulin pump was over delivering insulin but believes that it was delivering the incorrect amount. The customer was using the insulin pump system within 48 hours of the low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0873 inches. (B)(4).